Event description:
According to surgeon, patient fell and dislocated posterior. Husband pulled to reduce. Once reduced shoulder didn't feel right. Visited the surgeon and found the humeral head disengaged from stem. The surgeon performed the revision (B)(6) 2014. The surgeon then replaced 48x21mm humeral head with 52x20mm humeral head (5552-s-5220. Lot code mmrj3d).

Manufacturer narrative:
An event regarding a reunion shoulder dislocation was reported. The event was not confirmed. Method & results: a visual inspection for the returned humeral head was done by the material analysis. The material analysis report noted that the articulating surface contained no remarkable indications of note. On the distal side, material damage was observed on the taper corners and surface of the humeral head. No material or manufacturing defects were identified. Patient medical records were provided for review. All devices accepted into final stock conformed to specification. There have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because limited product and patient information was provided for review. However, it was noted that the patient experienced a traumatic event, resulting in a dislocation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
According to surgeon, patient fell and dislocated posterior. Husband pulled to reduce. Once reduced shoulder didn't feel right. Visited the surgeon and found the humeral head disengaged from stem. The surgeon performed the revision (B)(6) 2014. The surgeon then replaced 48x21mm humeral head with 52x20mm humeral head (5552-s-5220. Lot code mmrj3d).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.